Manufacturer narrative:
Date rec'd by MFR: 01may2019. MFR site: correction. Failure investigation received the light emitting diode (led) circuit panel. Failure investigation concluded that broken led circuit trace were found on the returned led circuit panel that caused the led not to illuminate properly during test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. The philips service engineer (se) inspected the device and verified the reported issue. The se replaced the power status overlay to resolve the reported issue.

Event description:
It was reported that the mains light emitting diode (led) on a v200 ventilator was dim. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.